Event description:
Treatment of a small aneurysm measuring 6mm located in the supraclinoid segment of the right ica (internal carotid artery). The patient had a tortuous anatomy. The aneurysm was previously treated with a pipeline 6 months ago, but it was still filling so the physician wanted to deploy another device. On (B)(6) 2014, the patient underwent pipeline embolization treatment involving three pipelines. During the procedure, the first two pipelines (4.50mm x 16mm / 4.50mm x 18mm) could not be released from their capture coils despite pushing and rotating of the pushwires. The pipelines were removed from the patient. The third pipeline (4.75mm x 16mm) was successfully placed with some difficulty during deployment. It was also noted there was friction in all three systems. The aneurysm was successfully treated and the patient was doing well. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00276.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).